Event description:
Additional information was received that the infection was seen at both the generator and lead site and was due to vns surgery. It was also reported that the patient will not be re-implanted due to fear of further complications.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had experienced an infection at the incision site and was referred back to the surgeon, where the device was explanted. The family does not want to get the device replaced after infection clears despite the patient doing well with it. A review of device history records showed that both the lead and generator were sterilized and passed quality control inspection prior to distribution. Device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Event description:
It was further reported that both the generator and the lead were explanted due to the infection and the devices have been discarded.

Manufacturer narrative:
H11, additional manufacturer narrative and/or corrected data, corrected data: initial report inadvertently submitted without code 81 wording in h11: code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.